Event description:
The customer reported via social media that they would experience fluctuating blood glucose. Customer reported their blood glucose would drop to 40 mg/dl and rise to over 600 mg/dl. The customer did detail how they treated for their blood glucose. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.